Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found on the lead body. The analysis showed multiple abrasion marks along the lead. In particular between 53 cm and 56 cm distal to the is 1 connector pin the insulation was found rubbed through, which is assumed to be the root cause of the reported clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as cuts into the insulation between 35 cm and 52 cm distal to the is 1 connector pin, most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to intermittent noise and loss of capture. It was not reproducible at time of explant. No adverse patient events reported. Should additional information become available, it will be added to this file.